Manufacturer narrative:
(B)(4). The complaint device is not available for evaluation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a blood leak occurred while a patient was undergoing a hemodialysis (hd) treatment. A few drops of blood were observed on the floor and was traced to the connection of the arterial line into the dialyzer. Reportedly, the arterial line was not fully secured into the dialyzer, which resulted in minimal patient blood loss. The connection was tightened, and then the treatment was continued and completed without further issue. No damage or irregularities were visible to the connectors of the bloodline or dialyzer. The patient's estimated blood loss was noted as being approximately 50ml. There were no adverse effects experienced by the patient and no medical intervention was required. The patient successfully completed treatment using the same circuit and hd machine after the connection was secured. The patient's hd treatment was performed using a fresenius 2008k hd machine along with a fresenius f160 dialyzer and a fresenius bloodline. Follow-up information was provided by a nurse at the user facility who revealed the following event information. No machine alarms were generated as there was no internal blood leak where blood and dialysate mixed. The blood leak was cleaned up after being identified. However, the following day, while the unit was being prepared for use, prior to a patient being connected, dark red specks were identified on the exterior locking area, the silver part, of the blue hansen. Blood test strips were used and tested positive for dried blood. The machine was rinsed 3 times, but some residual blood remained so the unit was pulled from the floor and then the head of the hansen was replaced by the on-site biomedical engineer. Functional testing performed by the biomed confirmed the unit was operating properly. The 2008k hd machine has been returned to service at the user facility without issue. The complaint devices are not available for return to the manufacturer for evaluation as both the dialyzer and bloodline were discarded by the user facility.

Manufacturer narrative:
The reported complaint is not confirmed as the complaint device was not available for manufacturer evaluation, and the lot number of the suspect device was not provided. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A device history record review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius bloodlines shipped to this account within the selected time frame. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lots passed all release criteria. A review of the batch production records did not reveal a probable cause for the customer complaint. There were no non-conformances identified that relate to the reported event, and all lots met release criteria. Therefore, this complaint has been deemed not confirmed.